Manufacturer narrative:
A cardioquip customer requested hpc testing for their device. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 07/24/24. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) customer choose to have their device undergo hpc testing. On (B)(6) 2024 cq received hpc test results which were outside of cq specifications. This indicates that the device is contaminated.